Event description:
Significant force was requried to retract the delivery system jacket. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter.